Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime fill anomaly. The customer's blood glucose was unknown at the time of the incident. The customer reported the insulin pump was stuck in prime process and received a finish loading alarm. Technician instructed customer to hold down the act button until the insulin begins to exit out of the tubing. The technician advised the customer to observe the end of the tubing once act is released. The customer states the insulin did not continue to drip after letting go of the act button. The customer states the motor did not slow down nor did numbers ramp up on the screen. The customer states that it just squirted out the insulin and emptied the reservoir and got a no reservoir alarm. The technician assisted the customer with clearing no reservoir alarm. The customer was advised to discontinue use of the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to crack end cap. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Findings: unit received with cracked end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to crack end cap. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip. The correct information has been provided with this report.